Event description:
It was reported that customer charged the pump and an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 117 mg/dl.